Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported an unexpected refractive result after interocular lens (iol) implant surgery in a post-lasik pt. The result in the sphere does not comply with the calculation, the preoperative astigmatism was corrected but the pt is now myopic and unsatisfied with the results. The surgeon considered an iol exchange but the pt declined. The surgeon considers the iol contributed to the event. This is one of two medical device reports being filed for this pt. This report is for the right eye.